Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. A visual inspection of a retention sample and its packaging materials found no anomalies, including breaks or deformities. A review of the device history record revealed no indication of production related issues. A follow up report shall be submitted when new information is available and/or when the investigation is complete.(B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the temperature probes were broken off the oxygenator. No patient involvement as this occurred during setup. The product was not used. The surgery was successfully completed.